Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.external insulation abrasion was noted at 11-11.1cm the distal tip, consistent with lead friction to another device. The etfe coating was intact at the same location.(B)(4).

Event description:
This report is to advise of an event observed during analysis.